Event description:
Reportedly, the surgeon applied the stapler to the pulmonary artery and then transected the vessel. However, the staples did not hold the tissue or no staples were applied and an unspecified amount of bleeding occurred.